Event description:
The manufacturer received information alleging a third-party observed a ventilator with a ventilator inoperative condition. The device was not in patient use. The third-party reloaded the device's software to address the issue.